Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was transferred from another hospital with an international normalized ratio (inr) outside the therapeutic range and hemiparesis. A stent was placed in the outflow prosthesis without complication. A thrombectomy was also performed via fogarty maneuver at the junction of the outflow prosthesis and ascending aorta. Subsequently, angiography revealed no thrombus and flow was adequate over the entire outflow graft. Ventricular assist device (vad) flows increased from 2.7 l/min to 3.2 l/min. The vad remains in use. No further adverse patient effects occurred as a result of this event.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed power consumption was within normal operating ranges. 25 low flow alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors including but not limited to incorrect setting of alarm thresholds, outflow graft thrombus, thrombus at inflow cannula can lead to low flow alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR received for the initial report is 2017-08-20. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was first admitted into the hospital due to signs of neurological symptoms.